Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: d4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2024, the patient underwent orif surgery for femoral neck fracture for femur. During the surgery, while assembling the 75mm neck bolt and fns plate, the surgeon accidentally dropped the 75mm neck bolt, making it unusable. The doctor decided to use an 80 mm neck bolt as an alternative and a 75 mm anti-rotation screw as originally planned. The plate floated a bit because 80mm neck bolt was inserted where the measurement was for 75mm. The surgeon stated that fixation was not a problem. The surgery was completed successfully with 30 minutes surgical delay. Patient outcome is reported as stable. No further information is available.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post-market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history review (DHR): a manufacturing record evaluation was performed for the finished device product code: 04.168.280s-15, lot number: 18961p7. It was electronically reviewed and no nonconformances/manufacturing irregularities were identified during the manufacturing process. The product was released on: 22 may 2024, manufacturing site: jabil grenchen, expiry date: 01 may 2034. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.